Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that a CT scan shows the fmt having moved into the middle ear cavity. The pt's hearing and speech discrimination has deteriorated. A revision surgery to revise the position of the fmt was carried out on (B)(6), 2011. During which the fmt lead was cut and the device was then explanted.